Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have slightly dislodged after the patient had been in an automobile accident. The pacing threshold measurements had increased. An invasive procedure was performed and the lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.